Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and appears to be use related. One 4fr groshong nxt clearvue was returned for evaluation. An initial visual observation revealed use residue in the sample. The device was returned in two parts: the distal connector assembly piece attached to the catheter, and the proximal connector assembly piece clipped to a statlock. A small segment of the catheter was observed to be attached to the metal cannula of the proximal piece, and what appeared to be saline solution crystals were present around this area. The distal connector assembly piece attached to the catheter was connected to a non-complainant proximal connector piece and flushed with water using a 12ml syringe. A small leak was observed from the connection point between the two connector assembly pieces. A microscopic observation revealed that the fracture surface of the break was mostly granular and flat, with some rough and uneven areas on the blue side of the tube. The distal connector piece was dissected for inspection and the locking sleeve was observed to be in place. Use residue was observed in the connector piece just distal to the locking sleeve. The observed damage suggests the catheter was initially torn/cracked likely due to excessive force or repeated manipulation during assembly, leading to a leak within the connector piece. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported after placement, infusion leakage occurred. It seemed to be leaking from the lock sleeve of the connector connection, so they disconnected it and checked.